Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure was confirmed. The instrument was found to have a blade broken at the base. A piece approximately 0.085" x 0.658" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument was broken. The fragment fell inside the patient, and it was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the fragment was retrieved during same procedure using another forceps instrument and confirmed with visual inspection. Post-operative tests were not performed. The surgeon noticed issue with the functionality of the instrument while grasping the tissue even though the instrument did not collide with any hard materials or other instruments. The instrument wrist was straightened upon removing prior to the breakage and also on the final removal. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.